Manufacturer narrative:
The customer reported that the rns (remote network system or remote monitoring system) is saying communication loss on all beds. The cns (central monitoring system) is monitoring all patients normally. The customer also tried the cabling and checked the closet. Customer said everything looks normal. Nihon (B)(4) technical support determined that the (B)(4) service in the rns server was not running. Started the (B)(4) service and verified multicast traffic. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the rns (remote network system or remote monitoring system) is saying communication loss on all beds. The cns (central monitoring system) is monitoring all patients normally. The customer also tried the cabling and checked the closet. Customer said everything looks normal.